Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate manufacturer report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first prostyle was inserted at 45 degrees in the 10 o¿clock position; however, a cuff miss occurred. An attempt was made with a second prostyle also in the 10 o'clock position; however, a cuff miss also occurred. The sutures of two additional prostyle devices were successfully pre-placed in the 2 o¿clock position. The sheath was upsized to a 14f. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.